Event description:
At 2 1/2 years post operative implant of the device, the pt experienced spontaneous double vision and pain in his eye. The examining physician observed a detached haptic and a subluxated intraocular lens. Definitive cause unk.

Manufacturer narrative:
The MFR is unable to confirm the physician's observation as the lens has not been received. The cause of this event is undetermined at this time.